Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual investigation: the drill bit is broken at the tip. The broken part was not received for investigation. The remaining flutes portion shows striations and marks of use. There are also various marks and striations of use on the shaft of the drill. Dimensional inspection: the drill bit diameter was be checked and found to meet the specifications.: document/specification review: the sub-component 60065745 is not lot tracked but can be related to work orders. The review has shown that the correct raw material stainless steel 440a was used and the hardness of the components after the heat treatment process met the specifications of 52 +3/0 hrc. Conclusion: the complaint is confirmed as the drill bit is broken as reported. However, based on the findings above no fault could be found in material or during the production. We do suppose that the device encountered unintended forces, such as being dropped on the floor and/ or excessive force application during its use, which finally resulted in the breakage. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The device in question is a multi-use instrument, therefore, the condition of the cutting blades prior to the operation in question is unknown. The important information leaflet (se_023827) describes the recommended instrument inspections for reprocessing operations before reusable device operations. Please also see at: https://emea.depuysynthes.com/hcp/reprocessing-care-maintenance based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected h3, h4, h6: a device history record (DHR) review was conducted: part: 323.062, lot: 8966493, manufacturing site: bettlach, release to warehouse date: 17. May 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an osteosynthesis surgery for the olecranon comminuted fracture with va-olecranon plate and the drill bit in question. The patient was (B)(6) years old and (B)(6) kg with thick soft tissue and good bone quality. During the surgery, the drill bit broke and the fragment was left in the patient body. There was no surgical delay. The radius and ulna were crushed, and the operation took more than 7 hours no reoperation is scheduled. Smoke was generated during temporary fixation by k-wire; surgeon had difficulty inserting the screw. The surgeon commented that the breakage of drill bit was unavoidable. No further information is available. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity 1), unknown k-wire (part # unknown, lot # unknown, quantity 1). This complaint involves two (2) devices. This report is for one (1) drill bit ø2 w/double marking l140/115 3. This is report 1 of 2 for (B)(4).